Event description:
It was reported the patient lost stimulation for over a year. Reference MFR report #1627487-2012-05445 which addresses the patient's lead. The surgeon explanted and replaced the ipg. However, the patient still is not receiving stimulation. The next course of action is unknown at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.